Manufacturer narrative:
The suspect analog board was returned to zoll chelmsford. The customer's report was duplicated and attributed to faulty ECG top shield on the analog board. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll australia. The customer's report was not replicated or confirmed. The device was put through full functional testing including the electrical safety test without duplicating the report. The analog board and sync cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed leakage current test. Complainant did not indicate that there was any patient involvement in the reported malfunction.